Event description:
It was reported that during a vascular procedure, there was a problem of the ejection of the clip. After five clips normally delivered, the device jammed up and the clips were delivered abnormally. One clip partially cut the artery. No bleeding (so no transfusion). The surgeon used a second stapler to perform the procedure without further issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Three attempts were made to obtain additional information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient?

Manufacturer narrative:
(B)(4). Cartridge cover. The analysis found that the device was received with the cartridge cover out of its intended position causing that the clips lose their position. Due to this condition, the clips could not be fed as intended and the clips dropped down from the jaws. A potential cause is that the cartridge cover was not properly assembled during the manufacturing process.the batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis.